Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the mobile view station (mvs) power board and charger enclosure lost their firmware. After replacing them, it was found that the battery tray was cycling power. The battery power tray was replaced, and the issue resolved. The imaging system then passed the system checkout and was found to be fully functional. The power board, charger enclosure, and battery power tray have been received by the manufacturer, however, analysis has not been completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that when the site booted up their system, there was a red battery warning that appeared on the screen as well as another message state firmware version mismatch, do not proceed. There was no patient present when this issue was identified.

Manufacturer narrative:
The charger enclosure was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed. Visual inspection confirmed excessive fiber and dust in the assembly and matted on the fans. Capacitors c57 and c74 on charger card 6 or 3 was loose. It was missing glue which held it to the power control board. The charger enclosure was cleaned and installed in a known good system. The software showed all nodes were functional. The motion and generator were ready. Charging and communication were successful; 3d and 2d images were successfully taken. No fault was found. The power board was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed. The mobile view station (mvs) power board was installed in a known good system. The motion and generator readied. Charging and communication were successful; 3d and 2d images were acquired. No fault was found. The power tray was returned to the manufacturer for analysis. Analysis found that the reported issue could not be confirmed. The power tray was installed in a known good system. The system booted, the green light on the image acquisition system (ias)started flashing, and was unable to take images. The error log showed "charger back plane error, synq". The power tray was faulty. Method/result codes are associated with the charger enclosure, power board, and power tray. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: event was reported by site's radiology department. If information is provided in the future, a supplemental report will be issued.